Manufacturer narrative:
(B)(4). S/w 5.2a. Retainer ring=black. On (B)(6) 2021 customer called in with the following concern: battery lasting only 1 day even after replacing new battery and new battery cap. P-cap locked in place properly during testing. Proceed it by using a new battery cap and a new battery. Unit power up properly after battery installation. Unit was downloaded successfully using (thump software) for reference. Proceed it with the following testing to assure proper functionality of the unit. Pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarms or unexpected battery power loss noted during testing. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The adapt tool reveals that on (B)(6) 2021 at 06:31:00 hour through (B)(6) 2021 at 09:41:00 hour a total of 9 off no power alarms were recorded. The adapt tool also recorded pump error 25 alarm. The power management tool indicated the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) abnormal behavior during download history review as shown in the power management graph. Proceed it by cutting unit open and perform a visual inspection on electronic assemblies and connectors. All connectors were plugged in properly and no moisture damage noted on electronic assemblies during visual inspection. Disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored. After redownload unit and inspect unloaded voltage (ul vlith) and loaded voltage (loaded vlith) voltage they were within spec. In conclusion, customer concern was confirmed during download history review due to j6/pcb1 connector anomaly.

Event description:
Information received by medtronic indicated that the insulin pump had low battery alarm or short battery life. The user's spouse reported they called before about this problem and was sent a new battery cap but they are still having the same issue. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.